Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The facilities maintenance found the capacitor for the pump was disconnected. Maintenance reconnected the capacitor to repair the bed.